Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports leaking from the catheter at the site of the cuff; due to the location, the catheter was removed and replaced.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway; upon completion the results will be forwarded.